Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 296 mg/dl at the time of incident. The customer performed troubleshooting. The customer was advised that the issue was resolved by changing the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir, inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump we performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.